Event description:
Material: 302995. Batch#: (B)(4). It was reported that the bd syringe 10ml ll s/c 200 had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Markings on syringe are not accurate. Inaccurate measurements. Product code: 302995. Additional information provided: 1. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? - yes, have sample syringe. (B)(6). 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.